Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly the device was also received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and a cracked pump belt clip slot.

Event description:
The customer called and reported the insulin pump would not turn on. His blood glucose was 500 mg/dl, which was treated with injection. The insulin pump had reportedly not been bumped, dropped, or exposed to moisture. Neither damage nor corrosion to the battery compartment or spring was found. The customer was advised to insert a new battery as soon as possible, and if the display did not return, to revert to a back-up plan. Customer was advised the device would be replaced and agreed to return the product for analysis.